Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her child was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 460 mg/dl. The customer's current blood glucose was 500 mg/dl,258 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Unit communicated properly with the test blood glucose meter. The test value was sent from the meter to the pump and the test value was displayed on the pump screen. No pump/meter communication anomaly noted. Unit also communicated properly with the guardian link 3 and the test plug. The calibration test value was displayed on the pump screen. No pump/sensor communication anomaly or calibration anomaly noted. Unit had a pillowing keypad overlay.